Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip didn't appear to close properly when fixing to the cystic duct, leaving the surgeon in doubt if it was occluding fully. They put an extra couple of clips on to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? The first 4 firings. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? As far as I know yes. Was there any torquing or twisting of the device present at the time of firing? Possibly a little. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Additional clips required for security. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.